Manufacturer narrative:
The meter and base were requested for investigation. Replacement product was sent.

Event description:
There was an allegation of a blackened charging contact on an accu-chek inform ii meter charging base. The initial reporter alleged that there are no signs of melted plastic on the base and the meter shows no signs of burning.

Manufacturer narrative:
Fields d9 and h3 were updated. The meter and base were provided for investigation. The investigation found that the base unit had corroded charging contacts. Corrosion on the charging contacts can prevent the full connection between the meter and base and can cause charging and download issues. The investigation determined that the root cause of the event is consistent with incomplete cleaning and disinfection and not making sure the base and meter are completely dry prior to docking. Per product labeling, "dry the meter thoroughly with a dry cloth or gauze. Visually verify that no solution is seen anywhere on the meter at the completion of cleaning and disinfecting. Ensure that the meter is thoroughly dried after cleaning."